Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl, fasting. Verified test strips expire 09/26/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6)0 this is a replacement meter the customer recently obtained. Customer stated she did not want a new meter, although replacement was offered. Customer stated she had been eating more at night and that is probably why they are high.